Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other two perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the suture of the first proglide device was successfully pre-placed. A cuff miss occurred with the second proglide device; therefore, the suture of a third proglide device was used and successfully pre-placed. After the tavr procedure, a suture break occurred above skin level with the first proglide device. A hemostat was used to hold the suture and successfully advanced the knot of the first and third proglide devices. The sheath was upsized to a 14f, the suture of a fourth proglide device was used and although hemostasis was thought to be successful the vessel occluded. No blood flow was observed and a femoral endarterectomy was performed. Hemostasis was achieved via surgical suturing. The patient was fine post surgery. There was no adverse patient sequela. There was a reported clinically significant delay in the procedure. No additional information was provided.